Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field representative was able to confirm the reported event. Reloading of the patient database from a backup file resolved the issue. No parts were returned or replaced and no further issues were reported. A software investigation was also completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system displayed a patient database error message on the screen upon boot up. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: product and unique device identification (UDI) updated to proper value.